Manufacturer narrative:
The product was not available for return. Therefore, an evaluation of device performance was not possible. A review of the manufacturing records showed no anomalies. All of the catheters are 100% inspected at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the patient had a decompressive craniectomy and intracranial hematoma surgery due to cerebral hemorrhage caused by trauma. According to the report, the patient was falling down due to seizures. The report stated that the patient was sent to the hospital and shunt implantation surgery was performed on (B)(6) 2014. According to the report, the patient¿s symptoms still remained and the patient had seizures intermittently. The report stated that the patient couldn't speak clearly and was experiencing right limb movement disorder progressively. Reportedly, patient¿s shunt was explanted on (B)(6) 2014. Reportedly, the patient condition is ok.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.